Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. Information from the clinical consultant stated that the patient elected to forego a pump exchange and was discharged to hospice care and remained ongoing on pump support. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with suspected device thrombosis. The patient had a lactate dehydrogenase (ldh) level greater than 900 u/l and general malaise. The patient was discharged to home on hospice care. No further information was provided.